Event description:
The pt called lifescan and alleged that on the one touch ultra meter the strips met resistance when attempting to insert them. Multiple vials were tried. The medical affairs specialist unsuccessfully attempted to contact the pt to confirm the information the pt felt dizzy and went to the diabetic educator for advice regarding the meter. The result on an unknown meter was 292 mg/dl. No treatment given. No alleged harm. Based on the information obtained form the pt there is indication the product malfunctioned. The test strips and meter was replaced and return expected, letter sent.